Manufacturer narrative:
The hill-rom technician had the account check the hex rod to make sure it was moving when the pedal is moved into the brake position. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account adjusted the brakes to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake was not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).